Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Livanova/microport provided the following information: on (B)(6) 2017, patient presented 2 weeks status-post right toe/foot resection complaining of right foot pain, erythema and swelling. Foot culture (B)(6) for (B)(6). Treatment plan per infectious disease. On (B)(6) 2017, patient presented to emergency department with worsening shortness of breath, lower extremity edema and ascites. Blood cultures (B)(6) for (B)(6) on (B)(6) 2017, and (B)(6) 2017. Treated with intravenous daptomycin. Right foot now consistent with osteomyelitis. On (B)(6) 2017, device site was erythemous. Device and three leads were extracted on (B)(6) 2017. Tissue showed evidence of infection (B)(6) for (B)(6). On (B)(6) 2018, following six weeks of outpatient daptomycin, blood culture from (B)(6) 2018 was (B)(6) for (B)(6). Switched to intravenous vancomycin. Patient never fully recovered from systemic (B)(6) infection and eventually passed away.